Event description:
It was reported that after stent deployment during a right internal carotid stenting procedure, the patient experienced hypotension which was treated with neo-synephrine and dopamine. The hypotension resolved three days after the procedure. The patient was discharged four days after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.